Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding a charge and that the pump shutdown unexpectedly. The customer was able to resume insulin, however declined assistance from tandem customer technical support. There was no reported adverse effect to the customer's blood glucose level.